Event description:
It was reported that during a rotator cuff repair procedure, the surgeon was using a 4.5 footprint ultra peek suture anchor. The suture was reportedly pulled out and the anchor was left in the joint. The surgeon was required to tap a new hole and use a new footprint anchor. Adequate fixation was achieved as a new anchor was used and a new hole was prepped as close as possible to the failed footprint site, so the sutures reportedly covered and secured a similar footprint coverage. The procedure was completed arthroscopically. There was a 10 minute delay in completing the procedure. The broken anchor remains in the patient.

Manufacturer narrative:
Broken anchor remains in patient's bone. Date of the actual event is unknown. No product returned for evaluation. Method: product not returned for the evaluation. Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is warranted at this time for this complaint. (B)(4).